Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the rtos and gpos and the hard drive. System operates as intended. This MDR is related to ge healthcare complaint.